Event description:
Patient had obtained an error 1 and an error 6 on their surestep meter. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a new meter.